Event description:
During an unknown revision procedure, it was noted the newly implanted right ventricular (rv) lead had a loss of capture, loss of sensing and no impedance. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of loss of capture, loss of sensing and no impedance were confirmed. As received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued with all inner coils fractured consistent with procedural damage. The cause of the reported events was isolated fractured inner coil at the connector region due to overtorqued inner coils.